Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the cutter malfunctioned cannot cut continuously before vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no report of patient harm.

Manufacturer narrative:
The lot complaint history and deviation history review (DHR) were not reviewed as no lot information was available for this complaint. The returned pak was visually inspected and no obvious defects were found. The returned probe was visually inspected, and no obvious defects were observed. A system console, representing current software versions was used to test the sample. The radio frequency identification (rfid) tags on the probe were tested; the black connector and the gray radio frequency identification (rfid) connector could not be recognized. The cut rate displayed the default setting of 2500 cuts per minute (cpm) on the console display. A block reader was then used to interrogate the radio frequency identification (rfid's) programmed information, zero results in all blocks indicated failure on the reading. The root cause of the customer's complaint is related to an error in the manufacturing process, the probe was not programmed after final assembly. Action will not be taken based on this occurrence. Analysis of complaints of this nature confirm no unfavorable trend for this event. After final assembly each cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.